Event description:
It was reported that last night all of the sudden it felt like the device moved and was hitting a bone in the patient¿s leg. It was quite sensitive so the patient shut off the unit. The patient woke up this morning and when they got out of bed their left leg was very painful in the area where they were getting the sharp pain from the unit. The stimulation normally came from the top of their leg and now it was coming from the side of their leg. The patient hadn¿t turned the stimulation back on, but they still had pain in the leg and it was hard for them to walk. It was further reported that the patient had a cyst by their implantable neurostimulator (ins). The patient went to see their health care provider (hcp) on (B)(6) 2015 and they found a cyst that was being hit by the ins and when the ins hit the side of it, it was very painful. They tried to drain the cyst when the patient went into the office and 3 days later, the patient went back and they had to go in and try to remove the cyst because it was not draining. The patient would go back on (B)(6) 2015 for a check-up on the cyst. The patient did not have stimulation currently on and would not until their hcp told them it was ok to turn it back on. The patient wanted to know how long their unit could stay off without causing them any issues. The patient was told not to take a bath yet and wondered how much longer before they could take a bath. The patient¿s manufacturer representative gave informational classes on how to use the programmer and the patient wanted to get a hold of them so they could sign up for the class. The hcp¿s office told the patient to call the manufacturer to schedule for the class. The manufacturer representative did not have classes and didn¿t know what the patient was referring to. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there was a 50 percent or greater symptom reduction. The cause of the event was not determined and reprogramming was not needed. No troubleshooting, interventions, or other actions were taken to resolve the event and it resolved on (B)(6) 2015. The patient did not experience a loss of therapeutic effect and did not experience a loss of stimulation. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0qwh2, implanted: (B)(6) 2015, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician. (B)(4).